Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician observed an oxygen blending module (obm) accuracy service code in the device's error log. The manufacturer's service technician replaced the device's obm printed circuit assembly board to address the issue. Additional findings not related to the malfunction/issue the manufacturer's service technician proactively replaced the following parts on the device: trilogy o2 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, oxygen blender manifold, oxygen blending purge fan, and power cord. After all parts were replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks. The manufacturer's service technician determined the device was operational, and clean it.